Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect found. Incorrect test strips were returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Mlc-20-user's test strip had poor storage. Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 40, 62, 60 and 64 mg/dl fasting. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl (the result of 40 mg/dl was not found in the meter memory). Customer stated the result of 40 mg/dl was obtained the night before and that she had felt symptoms of hot flashes, sweating and shakiness. Customer stated she had taken a peppermint and had felt better. At the time of the call the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call a back to back blood test was not performed by the customer. Customer is using discontinued and expired products. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/23/2017 and test strips were opened a few years ago. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history (customer was unable to provided time and date): result 1 : 121mg/dl, date: n/a, time: n/a fasting; result 2 : 62mg/dl, date: n/a, time: n/a fasting; result 3 : 62mg/dl, date: n/a, time: n/a fasting; result 4 : 60mg/dl, date: n/a, time: n/a fasting; result 5 : 64mg/dl, date: n/a, time: n/a fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 40, 62, 60 and 64 mg/dl fasting. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl (the result of 40 mg/dl was not found in the meter memory). Customer stated the result of 40 mg/dl was obtained the night before and that she had felt symptoms of hot flashes, sweating and shakiness. Customer stated she had taken a peppermint and had felt better. At the time of the call the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call a back to back blood test was not performed by the customer. Customer is using discontinued and expired products. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/23/2017 and test strips were opened a few years ago. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history (customer was unable to provided time and date): (B)(6).